Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer¿s blood glucose was 23 mmol/l at the time of incident. Customer treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.